Event description:
A home patient (hp) contacted baxter's technical svc ctr regarding the homechoice (hc) automated peritoneal dialysis (apd) sys during drain 4/4 cycle. The drain volume was 3825 ml with a fill volume of 2500 ml. The hp felt empty and wanted to end therapy. The tsr helped the hp end therapy per caller's request. The hp did not feel full at any time. The nurse was contacted and informed regarding the overfill incident. The nurse stated that the pt did not mention any problems to her and that he was seen in the clinic in 2008. The pt was doing fine, his weight was stable per the nurse. The pt did not experience any symptoms of discomfort or fullness and no pt injury or medical intervention occurred per the nurse. No add'l info was available regarding the incident.

Manufacturer narrative:
The nurse did not wish to return the homechoice machine for eval.